Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/02/2010, 03/04/2010, 03/10/2010, 03/12/2010 and 03/25/2010 by phone and fax. Medical records were received on 03/02/2010. (B) (4). (B) (4).

Event description:
Adverse event(s): "poor vision at all distance" (vision, impaired): "very sensitive to light" (photophobia); "experiencing flashes and glare" (visual disturbances); "eye burns all the time" (burning sensation); "cystoids macular edema, likely subclinical" (edema, macular) product problem(s): "none reported" (no information [iol (intraocular lens) implanted]). A surgeon reported a patient experiencing blurry vision, light sensitivity and difficulty reading following bilateral intraocular lens (iol) implant surgery. Medical records were requested and received. According to the medical records, the patent has dry eye syndrome with punctual plugs, lung cancer, and throat prosthesis (pre-existing). The patient has twenty-five percent lung capacity and requires oxygen therapy. She is on numerous medications. The patient reported experiencing flashes, glare, and pain described as "burning all the time". An optical coherence tomography (oct) showed mild retinal thickening which the surgeon felt represented subclinical cystoid macular edema (cme). At postoperative examination, the patient was noted to have residual astigmatism. The patient reported she had an extensive evaluation by her surgeon and he could not find anything wrong with her eyes. The surgeon suggested she use artificial tears and referred her for an evaluation with a retinal specialist. The retinal specialist also told the patient her examination was normal and has referred her to a neuro-ophthalmologist. The patent does not feel there is anything wrong with the lenses, but that she might not have been a good candidate. There are two medical device reports associated with this event. This report is for the left eye.